Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is unconfirmed because the problem could not be reproduced. One 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation revealed saline use residues throughout the returned device. A functional test of pressurizing the infusion set with water using a 12 ml syringe revealed no observable leaks throughout the device. A microscopic observation of the returned infusion set revealed nothing remarkable along the device. Because the device did not have any observable leaks, the complaint of a leaking infusion set is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, leakage from connection site at the hub. No other information was provided.